Event description:
During a follow-up interrogation, the svc continuity test was open. However, when it was re-tested 3 days later, the test was normal. The device remains implanted.

Event description:
During a follow-up interrogation, the svc continuity test was open. However, when it was re-tested 3 days later, the test was normal. The device remains implanted.

Manufacturer narrative:
Open svc continuity test during follow-up interrogation. A response from the manufacturer is pending. Device remains implanted

Manufacturer narrative:
(B) (4) open svc continuity test during follow-up interrogation. A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer that was used were reviewed. The files confirmed the abnormal continuity results that were reported. The origin of the high svc continuity measurements could have been the result of a continuity anomaly on the defibrillation part of the lead due to a connection/connector issue, conductor fracture/failure or a setscrew issue. Additional continuity test checks should be performed to evaluate the origin of the behavior. (B) (4): device remains implanted.